Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a rash. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP. Bipap and mechanical ventilator devices.the manufacturer received an information alleging an isssue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to develop rash.the patient was prescribed medication in response to the reported event. The reported event of rash was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection was completed by the manufacturer and found an unknown dust contaminant on the top enclosure, rear panel, and bottom enclosure. A small amount of liquid ingress was observed to the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 5 erorrs. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
In the previous report, section h6 was wrongly captured that was corrected in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a rash. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.